Manufacturer narrative:
The device was not returned as it was left in-situ. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact of some sort. Surgeon has cited sufficient progression of fusion and has no plans for revision. The root cause of the reported event is not known at this time. Labeling review: "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur." "...care should be taken to insure that all components are ideally fixated prior to closure." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively."

Event description:
On (B)(6) 2016 a male patient underwent a partial vertebrectomy and replacement at l2 after a burst fracture without incident. Approximately (B)(6) 2017 follow up radiographs appeared to show a 5 mm vbr height loss. Patient expressed some intermittent pain in left gluteal area. No injury has been reported.